Event description:
It was reported that during implant attempt, the stylet could not be removed from the lead. The lead was not used and was replaced. There was no apparent patient involvement.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead, and it was obstructed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.